Manufacturer narrative:
(B)(4). The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that approx six months post vena cava filter implant, a detached filter limb was identified. Eleven months after filter implant, CT imaging identified the detached filter limb posterior to the left kidney. The filter was successfully removed from the pt two yrs after filter implant; however, the detached filter limb was unable to be retrieved. There was no reported pt injury.